Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, a patient in italy underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the final stages of the procedure, the patient inhaled gastric fluid into the airways, was diagnosed with aspiration pneumonia and the hospitalization was extended for appropriate care. On (B)(6) 2026, the patient recovered and was discharged.